Manufacturer narrative:
This report is submitted on sept 27, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. A skin revision was performed and the abutment was replaced under a general anaesthetic.